Event description:
In 2005 during a laparoscopy procedure, the 8106.033 was being used. It was plugged into user facility valley lab #4 bovie, the surgeon complained that the bovie was not working. After checking all connections to make sure everything was plugged in properly, the surgeon attempted to use the bovie again. It failed again. Valley lab bovie #3 was brought into the room, and the same cord (8106.033) was plugged into bovie #3. The bovie worked, but within minutes, sparks were emitted from the cord once the foot pedal was depressed. The cord burned into two pieces by male end connector.there was no staff or patient injury associated with product problem.